Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not power-up. Complainant indicated that there was no pt involvemetn in the reported malfunction.